Event description:
It was reported on september 9th, 2025, that during the myosure procedure performed on the morning on (B)(6) 2025, there was minor bleeding and the treatment was completed. The procedure was treating around 5-7 small polyps. The patient returned home and the same day in the afternoon, the patient experienced post operative bleeding and was transferred to another emergency hospital for examination. An attempt was made to stop bleeding with a balloon but was unsuccessful. During transport, the operating surgeon accompanied the patient, applied pressure with gauze to stop the bleeding, and the bleeding had stopped by the time they arrived at the emergency hospital. Per the results of the examination, the hemoglobin level decreased from 13.9 preoperatively to 11.9, suggesting blood loss of approximately 800-900 ml. No blood transfusion was administered. Post operative review showed no abnormal heavy bleeding and no findings suggestive of resection down to the muscle layer. No other information is available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.